Event description:
It was reported that the patient presented with a history of several years of back pain during which she received physical therapy and chiropractic care with no significant pain relief. The patient had at least two lumbar epidural steroid injections that did not provide significant pain relief. The patient was admitted to the hospital with diskitis, l4-5 inflammatory type, with mechanical low back pain, lumbar radiculopathy, l4 distribution, l3 distribution on the left, discogram positive l4-5. The patient underwent a posterior lumbar laminectomy for decompression l4 and l5, smith-peterson pars interatricularis ostoetomy for access to the l4-5 lateral interspace for interbody fusion. Posterior lumbar interbody fusion via tlif using rhbmp-2/acs and iliac crest bone graft. Prosthetic replacement of the l5 disc using nuvasive peek. Segmental instrumentation using dbr and nuvasive hardware. Interbody device was filled with rhbmp-2/acs, and rhbmp-2/acs was also packed into the disc space. The patient wore a hard shell for approximately 4 months post-op. She was then placed in a soft lumbosacral corset and did exercises in a pool for approximately three months. The patient then participated in a physical therapy program 3x per week for approximately one year. During the pt treatment, the patient began experiencing increasing back pain. The patient had a spinal cord stimulator implanted 372 days post-op. The patient reported that the stimulator worked for some time, and she was able to perform her daily living activities. Her pain began to increase, and eventually the patient was no longer able to drive or sit. A CT scan was performed, showing bony overgrowth on the left side in her lumbosacral spine. At 606 days post-op, the patient had a st jude dorsal column stimulator placed. At 745 days post-op, physician noted patient reports a considerable amount of pain with the left sacroiliac joint. At 764 days post-op, the patient underwent left l5, s1, s2 and s3 radiofrequency facet joint nerve ablations, and facet joint nerve blo cks. At 777 days post-op, the patient had a trigger point injection performed medial to psis region on the left. At 849 days post-op, the physician's notes state that the patient's pain is 9/10. Notes significant pain over the incision from her lumbar surgery. Notes allodynia with very minimal touch over the incision causing radicular pain down her foot which does not make much sense from a neuro anatomic standpoint. Performed an injection to scar with hyaluronidase. Patient noted pain relief. At 865 days post-op, a CT scan showed the catheter in the posterior epidural space across t12-l1 extending superiorly. Postoperative changes at the l4-l5 level. Interval stability of new bone formation at the posterior and left side of the prosthesis, extending into the epidural space at the l4-l5 level. Physician's notes stated that the patient is "quite uncomfortable. She is experiencing low back pain and also pain into the lower extremities, burning paresthesias on the left and some numbness on the right." X-rays demonstrate no changes in overall alignment. She is fused at l4-5. CT scan demonstrates no overall changes, solid fusion at l4-5. Patient has epidural bone formation from the infuse, but it really is not encroaching upon anything. It is surrounding nerves, but it is not compressing them and she has no other areas where there is obvious disc displacement and stenosis. At 870 days post-op, physician's notes indicate that the patient's range of motion is severely reduced. CT scan was reviewed. There are post-surgical changes at l4-5 with bone formation extending into the lateral epidural space on the left. There is no foraminal stenosis or central canal stenosis. Hardware is intact. At 876 days post-op, a lumbar myelogram showed no evidence of nerve root cutoff. There is no evidence of myelographic block. No evidence of central spinal stenosis. No focal extradural defects are noted. There are pedicle screws with a cd bar on the left at l5 and l4. The orthopedic hardware appears to be intact and well seated. There is no evidence of spondylolisthesis or spondylolysis. At 877 days post-op, the patient presented to ER with vomiting and severe lumbar radiculopathy. Per notes, patient had been doing well post-op until a "recent" physical therapy session where she developed excruciating pain radiating from the low back down the left leg. At 879 days post-op, physician's notes indicate that they reviewed the patient's "myelo postmyelo CT. It appears as though the infuse sponge that was passed through the transverse lumbar interbody pathway and placement of the graft has led to significant ossification in the foramina. This does appear to be either impinging, displacing or possibly even partially encasing the left l5 nerve root." At 898 days post-op, the patient underwent surgery to remove the bone growth. Per the operative notes, the patient underwent removal of hardware, exploration of fusion, lumbar laminectomy l4-5, decompression of left l4 and l5 nerve roots, and removal of bony impingement to treat left l4 and l5 radiculopathy. Per the operative notes, there was "a large impinging structure of bone in the foramina. This was displacing and impinging the left l5 nerve root. This material was a gritty type of combination of what looked like new bone. It was fairly mature with a granular substance, most likely a hydroxyapatite substitute type of bone in the foramen. It might have been used as a plug in her prior procedure and mixed with the infuse created this bony block... This was removed in multiple large fragments, and an osteotome, this dissection was then carried anteriorly along disk space and any further areas of this bone was also removed. At the end of the procedure, the left l4 and l5 nerve roots were free and clear of all impingement and freely mobile within the wound." The pathology report noted designated bone from the spinal canal demonstrating focally degenerated bone. During the patient's hospital stay, she also had a small spinal leak. Patient reported that her recovery was difficult, and she required a walker. At 12 days post-op, the patient states that she continues to have left-sided lower extremity pain, which is not improved since prior to surgery. X-rays showed the interbody intact, also shows the bone stimulator battery pack and lead. At 76 days after the revision surgery, the patient reported onset of left sided sacroiliac joint pain while getting out of bed. Patient has clicking in this joint with walking. She has muscle spasms associated in the area which radiate across her lower back into her sacrum. Diagnosis: sacroiliac joint dysfunction. After 4 months, the patient was still miserable and had difficulty sitting and standing. Patient returned to physical therapy. Patient developed bilateral plantar fasciitis, inhibiting her ability to participate in physical therapy. Patient had continued nerve pain down her left leg, and had epidural steroid injections, a sympathetic nerve block and oral medications, with no significant relief. At 175 days post-op, the patient reported throbbing pain and pain-like ache "drill" down on left lower extremity since (B)(6) 2010. Patient feels her stimulator exacerbates the signs and symptoms, and so turned the stimulator off. Pain is in all positions, the only position the patient gets relief is supine. At 182 days post-op, the patient rated her pain as 9/10. Notes pain in the left gluteal medial psis region that radiates down the left leg. Notes that when she has a bowel movement she notes tingling paresthesias in bilateral feet. On palpitation, there is tenderness medial to psis region, left greater than right. Minimal tenderness over the spinous process. Trigger point injection performed in the left gluteal muscles medial to psis region. At 204 days post-op, a CT scan demonstrated status post two-level laminectomies from l4 through s1. Status post left facetectomy at l4-5. Status post removal of hardware on the left at l4-5. Status post stimulator device implantation. There is no apparent significant canal stenosis. There is postsurgical epidural and paraspinal scarring. Patient underwent the surgical placement of an intrathecal morphine pump 349 days after the revision surgery. Patient developed complications from the implantation including a backup of spinal fluid around the pump, and she experienced right lower quadrant abdominal swelling. Patient required surgical exploration anterior to the pump, and the problem was corrected. Patient continues to have pain and muscle spasms in her lower back radiating into both buttocks.

Event description:
It was reported that the patient underwent a posterior lumbar laminectomy and fusion using rhbmp-2/acs. During the procedure, the surgeon also implanted a formagraft collagen bone graft matrix. Shortly after the surgery, the patient began to experience severe back pain. At 898 days post-op, the patient "had an l4 and l5 radiculopathy where the hardware from the [prior] surgery was removed." During this procedure, the surgeon reportedly discovered "excessive bone impingements in areas which bone was not desired." The patient reportedly continues to have ossified masses develop on her spine cause pain and severely limit her mobility. Reportedly, the patient suffers from physical disability, impairment, disfigurement and pain as a result of her procedures.

Event description:
On (B)(6) 2007: the patient underwent bone scan for whole body. Impression: there are areas of increased uptake in the wrists bilaterally.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the patient underwent x-rays of cervical spine four views. Impression: unremarkable cervical spine. On (B)(6) 2010 patient underwent lumbar myelogram. On (B)(6) 2008 the patient reported continued difficulty dealing chronic pain. She reported pain in her low back and left leg. On (B)(6) 2008 the patient reported continued complaints of exacerbation of pain. On (B)(6) 2009 the patient presented with high degree of frustration. 04/23/2010 the patient reported increased depression and fears. Indicated she has been upset most days, including crying bouts which has increased anxiety. On (B)(6) 2010 the patient presented with increased frustration and anxiety regarding her overall condition. On (B)(6) 2010 the patient reported with continued complaints of pain interfering with her daily life. She reported increased anxiety and stress. On (B)(6) 2012 the patient presented with anxiety and depression. On (B)(6) 2013 the patient underwent CT of the thoracic spine. Impression: benign hemangiomas involving multiple thoracic vertebral bodies. No visible fracture. No evidence of disc herniation or central spinal stenosis. The patient underwent CT of the cervical spine. Impression: no detectable fracture, subluxation, disc herniation or central spinal stenosis. On (B)(6) 2014 the patient is now having new symptoms that she associates with the ect treatment she received. She stated that these have caused not only the new problems of neck and head pain and burning, but have brought back her back and leg problems, as well as making her feet and lower legs burn. She indicated that she is having difficulty walking as a result. On (B)(6) 2014 the patient reported that she is continuing to feel her muscles atrophy. On (B)(6) 2014 the patient underwent MRI of the pelvis without contrast. Impression: no MRI evidence of a fracture involving the sacrum or the coccyx. No pre sacral or pre coccygeal mass. The patient also underwent MRI of the lumbar spine without and with intravenous contrast. Impression: no significant change of the current study when compared with previous study. Postoperative changes at l4-l5 and l5-s1 level with left-sided epidural granulation. No MRI evidence of arachnoiditis. No disc herniation or canal stenosis. Interbody prosthesis at l4-l5 level. On (B)(6) 2006: the patient underwent a colonoscopy. Impression: hemorrhoids; no polyps. On (B)(6) 2007: the patient presented for navix imaging examination of sacrolliac (s.I) joints, which demonstrated minimal degenerative changes. On (B)(6) 2007 the patient underwent x-rays of lumbar spine (2-3v), which demonstrated scoliosis and pelvic tilt. On (B)(6) 2007 the patient underwent x-rays of bilateral hands, which demonstrated normal hands. On (B)(6) 2011, the patient underwent x-rays of cervical spine four views. Impression: unremarkable cervical spine. On (B)(6) 2012: the patient presented for initial evaluation of low back pain. Impression: chronic pain syndrome with deconditioning. From (B)(6) 2014 the patient was under psycriatry assessment and physical therapy. The problems noted during this period were abnormal illness behavior, anxiety, chronic pain disorder, mobility impaired. On (B)(6) 2014 the patient presented with pain and reported that she was unable to move. There was stiffness, joint pain, muscle weakness, myalgia and essentially generalized pain involving hips, lower extremities, spine and posterior head. On (B)(6) 2014 the patient presented with chronic pain and depression. On (B)(6) 2014, per billing records, the patient underwent neuropsych and neurobehavioral testing. On (B)(6) 2014 the patient underwent neuropsychological examination. On (B)(6) 2014 the patient presented with complaints of anxiety on (B)(6) 2014 the patient underwent electroconvulsive therapy. On (B)(6) 2014 the patient presented with chronic pain, depression and anxiety. On (B)(6) 2014 the patient reported that she sprained her ankle and at times she is feeling light headed. On (B)(6) 2012 the patient underwent bone scan with views of the lumbar spine and pelvis. Impression: scoliosis.

Event description:
On (B)(6) 2014 the patient presented with severe pain due to a fall 2 days ago. The patient underwent CT of the lumbar spine without contrast. On (B)(6) 2011: patient presented with ble burning pain radiating up to the lower spine. Patient underwent MRI of spinal canal. On (B)(6) 2011: patient underwent x-ray of lumbar spine.

Manufacturer narrative:
Image review: (B)(6) 2007 pelvis x-ray views two oblique views of the lumbosacral junction are shown. Each with evidence of lumbar scoliosis. No evidence of pelvic obliquity is observed. On (B)(6) 2007 lumbar spine series ap pelvis x-ray shows normal appearing hip joints, sacroiliac joints and pelvis with a scoliotic lumbar spine apex left at l2/3. Moderate rotation is noted. On (B)(6) 2007 bilateral hand x-rays oblique views of both hands and wrists are reviewed. No reason for the increased uptake noted on the bone scan is observed. Radiocarpal and intercarpal articulations all appear normal. No fracture, subluxation, tumor or arthritis is apparent. On (B)(6) 2007 bone scan (whole body) high lumbar scoliosis is noted apex left. Some mild uptake is noted anteriorly at about l4. Appendicular skeleton is normal with the exception of the wrists. These show mild uptake in the region of the trapezium on the left and the distal radio-ulnar joint on the right. On (B)(6) 2009 chest x-rays normal appearing chest x-ray pa and lateral views. Normal pulmonary, cardiac and bony shadows. Lateral view shows normal thoracic kyphosis. On (B)(6) 2010 chest x-rays normal appearing chest x-rays except for interval placement of spinal stimulator leads noted in the lower thoracic spine. Level cannot be determined due to under penetration of film.

Event description:
It was reported that on (B)(6) 2004 the patient presented with complaints of back and bilateral leg pain mainly left leg. Diagnoses: probable herniated disk lumbar left most likely l4-l5 or l5-s1; rule out intra-spinal lesion t11-l1 area.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2007 the patient presented with complaints of dizziness, felling sweaty and hypotension at ER. The patient was discharged with the following diagnosis: urinary tract infection, fainting (syncope). Assessment: chronic back pain. On (B)(6) 2007 the patient underwent CT scan of brain without contrast due to history of dizziness. Impression: CT scan of the brain is normal. On (B)(6) 2007 the patient underwent x-ray of chest due to history of dizziness. Impression: normal single frontal portable chest study. On (B)(6) 2008 the patient presented with right arm shoulder pain. The patient thinks it happened when she was transferred from stretcher to bed. Assessment: pt. Appears anxious, resistance in finger and arm movement. On (B)(6) 2008 the patient underwent x-ray of complete right shoulder due to pain. Impression: no fracture or dislocation. On (B)(6) 2010 the patient presented with back pain. Underwent physical therapy which aggravated her back. Neurological review indicated dizziness. On (B)(6) 2010 the patient presented with complaints of abdominal pain, chronic back pain, radiculopathy. Neurological review indicated numbness and musculoskeletal review indicated back pain. On (B)(6) 2010 the patient underwent x-ray of abdomen flat and upright due to abdominal pain. Impression: negative study of the abdomen. On (B)(6) 2011 the patient presented with the following admitting and principal diagnosis: intractable back pain, lumbago, lumbosacral spondylosis, post laminectomy syndrome-lumbar, neurological bladder, history of fall, depressive disorder, anxiety, decreased rom of spine. Assessment: patient was admitted with intractable low back pain after fall. The patient underwent x-ray of lumbar spine 4 views. Impression: osteoarthritic changes with degenerative disc disease lower lumbosacral spine; lumbar scoliosis convexity to the left; constipation and focal impaction. MRI of the lumbar spine shows postsurgical changes with evidence of posterior laminectomy l4-5. Synthetic disc material present. On (B)(6) 2012 the patient came for an office visit and mentioned about being admitted due to depression with suicidal ideation. Musculoskeletal review indicated lumbar pain and myalgias. Assessment: post lumbar laminectomy pain syndrome; lumbar radiculopathy; implantation removal of spinal cord stimulator; implantation revision of intrathecal opioid delivery system; chronic opiate utilization; depression and anxiety. On (B)(6) 2012 the patient presented with principal diagnosis of: depress disorder, anxiety, post lumbar laminectomy pain syndrome.

Manufacturer narrative:
Additional information: (B)(6) 2007 pelvis x-ray views two oblique views of the lumbosacral junction are shown. Each with evidence of lumbar scoliosis. No evidence of pelvic obliquity is observed. On (B)(6) 2007 lumbar spine series ap pelvis x-ray shows normal appearing hip joints, sacroiliac joints and pelvis with a scoliotic lumbar spine apex left at l2/3. Moderate rotation is noted. On (B)(6) 2007 bilateral hand x-rays oblique views of both hands and wrists are reviewed. No reason for the increased uptake noted on the bone scan is observed. Radiocarpal and intercarpal articulations all appear normal. No fracture, subluxation, tumor or arthritis is apparent. On (B)(6) 2007 bone scan (whole body) high lumbar scoliosis is noted apex left. Some mild uptake is noted anteriorly at about l4. Appendicular skeleton is normal with the exception of the wrists. These show mild uptake in the region of the trapezium on the left and the distal radio-ulnar joint on the right. On (B)(6) 2009 chest x-rays normal appearing chest x-ray pa and lateral views. Normal pulmonary, cardiac and bony shadows. Lateral view shows normal thoracic kyphosis. On (B)(6) 2010 chest x-rays normal appearing chest x-rays except for interval placement of spinal stimulator leads noted in the lower thoracic spine. Level cannot be determined due to under penetration of film.

Manufacturer narrative:
Additional information: review of radiographic images found as follows: (B)(6) 2004 pelvic CT this is a contrasted bowel study. No pelvic orthopedic abnormalities are noted. On (B)(6) 2004, total body tb scan no areas of specific increased uptake are detected. Usual hot spots at bladder and sacroiliac joints are noted. No increased signal seen in spine or appendicular skeleton. High lumbar scoliosis is shown. On (B)(6) 2007, ap pelvis x-ray film shows slight rotation. Hips show no signs of arthritis or malformation. Lower lumbar spine appears intact although slightly rotated. Symphysis pubis shows slight degenerative change. Sacroiliac joints are well positioned and appear to show no arthritic changes. Lumbar x-rays 4 views show 30 degree apex left scoliosis apex at l2 with resultant flattening of the normal lumbar lordosis and hyperextension through the ls junction. Dynamic views show no reversal o f the lumbar lordosis. No instability is seen. No significant degenerative disc arthritis is apparent. On (B)(6) 2007, lumbar x-rays ap shows apex left scoliosis of about 30 degrees. Lateral bend film show it to be structural. Lateral l5 spot view of poor quality shows no specific pathology. Oblique views are obtained that show degenerative changes within the facets bilaterally. On (B)(6) 2007, cervical MRI t2 sagittal view shows a small hnp centrally at c4/5. This does not appear to create cord compression. Alignment is maintained. Axial views show small left paracentral hnp at c2/3 with effacement of the ventral subarachnoid space but no foraminal stenosis or cord compression, at c4/5 there is a right paracentral hnp that does compress the cord. There is no abnormal cord signal or other issues noted. Lumbar MRI sagittal t2 shows normal lumbar lordosis without stenosis. The conus sits behind l1. There is moderate desiccation of the l4 disc without disc bulging. Some increased signal is noted in the posterior aspects of l2 and t12 beyond what would be expected from batson¿s plexus and venous plexus. Stir views show no evidence of tumor or fracture. Axial t2 views show no stenosis at any level and a normal neurologic axis throughout. On (B)(6) 2008, lumbar CT bone and soft tissue axial views show the spacer at l4/5 with a left sided pedicle screw construct spanning l4 to l5. No stenosis noted. Implant artifact limits quality view of neural axis. On (B)(6) 2008, lumbar CT coronal, axial and sagittal images are provided. The coronal films do verify solid arthrodesis through the spacer. Pedicle screws remain in place. CT shows some heterotopic bone on the left along the track of the l4/5 spacer insertion on the left. On (B)(6) 2008, ap and lateral lumbar films now show clydesdale implant at l4 with single sided tension band construct with pedicle screws on the left and short rod spanning l4/5. On (B)(6) 2008, duplex venous us no opinion (on b)(6) 2008, lumbar MRI t1 sagittal views show spacer and pedicle screws in place. Artifact is noted obscuring the neural axis. T1 axial views show the same construct. There appears to be no nerve compression or significant scar formation. Fusion cannot be verified. On (B)(6) 2008, ap pelvis and hips initial ap film now shows an interbody fusion peek cage at l4 with a unilateral pedicle screw construct on the left at l4. Spacer and instrumentation appear in good position on these films. Apparent left frog leg view shows no additional information. On (B)(6) 2010, pa thoracic x-ray shows the percutaneous spinal stimulator leads sitting between t9 and t11 in midline. Lateral shows proper dorsal positioning within the canal on (B)(6) 2010 ap lumbar x-ray shows the unilateral construct of pedicle screws and rod spanning l4 with interbody peek spacer. Lateral view shows spacer and instrumentation in proper position. On (B)(6) 2010, lumbar CT construct is not changed from the study in 2008. Spinal stimulator implant leads are seen entering at t12/l1 (B)(6) 2010 single ap fluoroscopic and myelogram showing spinal needle within the l1/2 inter-laminar space. Dye column appears without constrictions. Root sleeves appear unaffected. Pedicle screws are present on the left at l4 and l5 with intervening rod. Interbody spacer is seen at l4. No evidence of disc herniation or hourglass constrictions are apparent at any level. On (B)(6) 2010, post-myelogram CT shows a paracentral disc herniation on the right at t11/12. No other signs of nerve compression are noted. Screws and spacers are unchanged on the left at l4/5. Bony windows also show spinal stimulator leads entering at about t12. They stay midline dorsal in optimal position. Sagittal reconstruction shows no additional pathology. Coronal views also show no additional pathology. There is ample evidence of heterotopic bone along the insertion path of the l4 spacer. This is within the lateral recess of the l4/5 level on the left. It appears to be below the exiting l4 root and above the l5 root without significant compression of either. The central dural sac is indented slightly on the left side, but no stenosis is created. On (B)(6) 2010, pa lumbar film again shows screws and rod. Metallic tool is seen superimposed upon the l4 pedicle screw. Staple is seen in the soft tissues on the left about 4 cm from midline. On (B)(6) 2010, lumbar x-rays now show stimulator in place with removal of the pedicle screw construct. Skin staples remain in place. Ap, lateral and spot l5 views are provided. On (B)(6) 2010, lumbar x-rays again show the construct without screws. Fusion appears solid at l4/5. Ap, lateral and spot are again provided. On (B)(6) 2010, lumbar x-rays again show the construct without screws. Fusion appears solid at l4/5. Ap, lateral and spot are again provided. On (B)(6) 2010, lumbar x-rays again show the construct without screws. Fusion appears solid at l4/5. Ap, lateral and spot are again provided. On (B)(6) 2011, lumbar CT both soft tissue and bone windows are provided. At this stage the pedicle screws have been removed and the remaining scars within the left pedicles of l4 and l5 are visible. Heterotopic bone that has developed along the insertion track of the spacer is clearly seen without evidence of l4 or l5 root compression. Stimulator leads remain in optimal position. No additional stenosis, fracture, hnp or significant pathology is noted. On (B)(6) 2011, lumbar x-rays again show the construct without screws. Fusion appears solid at l4/5. Ap, lateral and spot, obliques and dynamic flexion extension views are provided. On (B)(6) 2011, cervical myelogram and post-myelogram CT . Myelogram shows baseline degenerative disc and facet disease. CT scan shows each level well with clear view of the contrast within the subarachnoid space. There is no sign of stenosis, hnp, or significant uncovertebral joint hypertrophy. Cord contours are normal. Thoracic myelogram CT scan shows well demarcated spinal cord with ample subarachnoid space. No sign of compression is seen in the upper thoracic segments. Left sided hnp is noted at about t9 just cephalad to the ends of the spinal stimulator leads. This flattens the cord slightly. Leads are positioned dorsally within the epidural space. No evidence of hematoma. Coronal and sagittal cuts are also provided but provide no additional data. Lumbar myelogram CT scan as shown in previous studies there is heterotopic bone along the insertion track of the l4 peek spacer on the left. This indents the dural sac slightly, but sits below the exit of the l4 root and above the exit of the l5 root. Spinal stim leads are seen exiting high in the thoracolumbar area. There is a slight hnp now seen on the right at about t12 that attenuates the ventral subarachnoid space, but does not compress the cord. No other residual hnp or stenosis is noted. Fusion appears solid at l4/5. Coronal and sagittal views are provided as well as sagittal and axial. On (B)(6) 2012, portable chest x-ray appears completely normal. Lungs, heart, bony architecture, diaphragmatic shadows all appear normal. Lumbar spine series shows clydesdale in place with rod and screws absent and pain pump in place with catheter entering at l2. Ap pelvis shows not additional information beyond what has already been reported. Hips and pelvis are normal. On (B)(6) 2012 lumbar MRI spacer is now seen in place at l4. Posterior changes are seen consistent w, ith previous surgery. There appears to be marginal stenosis at the l3 level above the fusion. Solid arthrodesis cannot be confirmed on the sagittal view. Axial views show no significant stenosis at the operative level or the l3 level above. Fusion cannot be verified here either. Spacer is in place. No evidence of arachnoiditis. On (B)(6) 2012, ap pelvis x-ray shows spinal column pain pump now overlying the right iliac wing. The catheter appears to enter at l2. The pedicle screws and rods have been removed. On (B)(6) 2012, lumbar x-ray series multiple films show minimal lumbar scoliosis with fusion spacer at l4 and pain catheter entering at l2. Films are of very poor quality and offer no additional data. Knee films: ap, lateral, merchant, weight bearing lateral views show normal alignment without obvious joint space narrowing or signs of trauma. Lateral and merchant views are also provided showing no mal-alignment or other pathology. Slight osteopenia is suggested around the femoral condyles. On (B)(6) 2013, lumbar MRI screws and rod have been removed. Continuity through the spacer cannot be verified but is close. No new stenosis is seen at any other level. On (B)(6) 2013, bone scan multiple sequences fail to open; however, the lumbar spine and pelvis are visualized. They show some increased uptake at the lumbosacral junction. On (B)(6) 2013 cervical CT only the soft tissue axial windows will open. They show no instrumentation, stenosis, fracture. Quality of study is very poor. 3d reconstruction of the cervical spine is provided. Overall alignment, disc space height, foraminal dimensions appear normal. Moderate degenerative change is evident. Thoracic CT axial views show single spinal stimulator lead that passes to the ventral surface of the canal. A 3d reconstruction is provided showing considerable anterior disc space narrowing and osteophytes. This most pronounced from t4 to t9. On (B)(6) 2014, lumbar MRI studies show no new information. Several of the sequences including stir, t2 axial and metal suppression show no additional data.

Event description:
On (B)(6) 2014. The patient presented with complaints of low back and coccyx pain with weakness in her legs which the patient feels is from atrophy from being sedentary for a long time. The doctor advised her to increase her psychotherapy to 2 times a week and the doctor wanted to trial with prialt in the intrathecal pump. On (B)(6) 2014, the patient underwent double blinded prialt pump trial. On (B)(6) 2014, (B)(6) 2015, per billing records, the patient underwent anal pump reprogramming. On (B)(6) 2015, the patient presented with complaints of whole body pain which was not any better with her increase in her prialt. On (B)(6) 2014: the patient underwent electroconvulsive therapy. No further information was provided. On (B)(6) 2012 - (B)(6) 2013: patient presented for physical therapy on multiple occasions due to pain relief efforts. Patient demonstrates mild improvement with her current symptoms of pain and decreased mobility. She is very motivated to continue with pt and strongly believes that pt can help her restore her overall function. It was reported that on (B)(6) 2013, the patient presented for complex region pain syndrome. The patient was motionless, did not show reflexes, had no movements of extremities, did not lift arms high enough for ¿ftn¿, and also had pain while talking .the patient also displayed symptoms of pain/burning spreading to the whole face, head and mouth. Assessment: diffuse whole body pain; notable muscle atrophy, left greater than right; pain management. On (B)(6) 2013: the patient underwent physical therapy for complex region pain syndrome. Assessment: the treatment was tolerated fair, limited by pain and anxiety; impaired ambulation, impaired balance, impaired bed mobility. On (B)(6) 2013: the patient presented with chronic pain and complex regional pain syndrome, and also complained of weakness. The patient also reported of difficulty to get out of bed and complained of immobility and bed bound. On (B)(6) 2014: the patient presented for physical therapy due to sciatic back pain and bilateral leg pain, left greater than right. On (B)(6)2014: the patient presented for physical therapy for pain, but was unable to describe the pain. The patient underwent mobility tests. Assessment: the patient poorly tolerated the treatment; patient disagreeable to participation in mobility. On (B)(6) 2014: the patient was admitted to the pain treatment service for the treatment of severe depressed mood and severe chronic pain. The patient was diagnosed with: somatoform pain disorder; anemia; chronic pain disorder; chronic mental illness; ¿gaf on admission 15.¿ from (B)(6) 2014 the patient was under psychiatry assessment and physical therapy. The problems noted during this period were abnormal illness behavior, anxiety, chronic pain disorder, mobility impaired, major depressive disorder with psychosis, insomnia, elevated transaminascs, neuro somatization disorder and ¿crps.¿ musculoskeletal examination revealed joint stiffness, joint pain, muscle weakness, myalgia, generalized pain involving hips, lower extremities, spine and posterior head. The patient also displayed some neurologic symptoms of vertigo, tingling and light headedness. Impression: low mood, irritable, appetite loss, weight loss, low energy, somatic defusions. On (B)(6) 2014: the patient presented with chief complaint of lumbar radiculopathy at l5, and history of ¿crps¿, anxiety. The patient reported to be bed bound due to the sharp, stabbing and constant pain starting from the lower back and radiating to both legs. Associated symptoms also included: weakness and numbness in the entire leg. The evaluation suggested sacroiliac joint dysfunction and pain and pelvic obliquity. On (B)(6) 2014: the patient was admitted with the following diagnoses: anxiety; mobility impaired; chronic pain disorder. The patient also had the following diagnoses: axis I: severe recurrent major depressive disorder with psychosis, somatoform disorder; axis ii: diagnosis deferred; axis iii: gastroesophageal reflux disease, anemia, chronic pain disorder; axis IV: chronic mental illness; axis v: ¿gaf 35¿. The patient reported of long history of back pain and inability to move due to several spinal fusions. On (B)(6) 2014: the patient was discharged home with medications, in poor condition. On (B)(6) 2014: the patient presented with severe back pain and for medication refill. The patient also complained of nerve pain and chronic pain at ¿rsd¿ below knees. The symptoms also included: neurogenic somatization, burning sensation in head and legs, anxiety. 02 oct 2014: the patient presented with needle pain and burning pain in all parts of the body. The pain was aggravated by movement of the body. The pain in the lower back was severe. The patient reported to be house bound and depressed due to the pain. Diagnosis: complex region pain syndrome; generalized pain, anxiety disorder. On (B)(6) 2014, (B)(6) 2015: the patient presented with burning pain in back and legs, and nerve pain. The patient reported of weakness, difficulty while sitting, pushing and pulling, and was also depressed due to pain. The patient felt as if the sacrum bone popped out.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2004: the patient underwent CT scan of the pelvis with contrast due to back and pelvic pain. Impression: unremarkable CT scan of the pelvis with sagittal and coronal reconstructions. (B)(6)-2004: the patient presented for a total bony bone scan. Impression: bilaterally reactive sacroiliac joints and sacral alae re gions consistent with sacroilitis; levoscoliosis of lumbar spine with apex at about l2, angulation is somewhat more subtle, absence of significant osteophytes; negative for vertebral body, vertebral end plate, or sacral insufficiency fractures, no reactive osteophytosis or facet disease is noted; the cervical spine appears relatively unremarkable, negative for polyarticular early degenerative changes. (B)(6)-2006: the patient underwent a colonoscopy. Impression: hemorrhoids; no polyps. (B)(6)-2007: the patient underwent MRI of the cervical spine without contrast. Impression: right para-central broad based disk herniation at c4-5 with mild spinal stenosis and mild spinal cord impingement, disk bulging, appearance is slightly decreased compared to previous study in that the left-sided component has decreased; multi-level disc bulging, multi-level mild spinal canal narrowing, multi-level neural foramina narrowing; small central disk protrusion with disk bulge at c5-6, mild spinal stenosis; left neural foramina stenosis at c2-3; straightening of the cervical lordosis, spondylosis, other degenerative changes and further details and comparison to previous study; no abnormalities seen in the spinal cord. The patient also underwent MRI of the thoracic spine with and without contrast. Impression: central and left para-central disc herniation t7-8, right para-central disc herniation t11-12, appearance similar to the previous study, no spinal cord compression seen; no signal abnormality seen in the spinal cord, no mass or enhancing lesions; previously seen small para-spinal cystic structure at t3 is no longer seen; mild multi-level spondylosis and other degener ative type findings, small disk bulges elsewhere, multiple hemangiomas. (B)(6)-2007: the patient underwent MRI of the lumbar spine without contrast. Impression: multi-level mild disc bulging, disc desiccation and spondylosis, facet thickening, no central spinal stenosis seen, mild neural foramina narrowing; scoliosis and spondylosis; also lower thoracic disc disease at t11-12. (B)(6)-2007: (B)(6)-2007: the patient presented with low back and left lower extremity pain, which radiates from the buttock, posterior thigh, into the plantar aspect of the foot. X-rays of the lumbar spine demonstrate apex to the left scoliosis. Apex is at the l3 with no lateral decompensation. She is reasonably well aligned in the sagittal plane. Impression: lower extremity pain consistent in an l5 lumbar distribution. (B)(6)-2007: the patient underwent an MRI of the cervical spine due to stenosis and low back pain. Impression: minimal to mild disc bulges are present, there is mild disc space narrowing and early disc desiccation at several levels, there is no central canal stenosis or neural foramina narrowing, there is no evidence of nerve root impingement. (B)(6)-2007: the patient presented with a discogram report. Findings: a concordant back pain response at l4-5 and also a concordant back pain response at l1-2 with a negative response at the level of l5-s1, which is completely pain free and l3-4 has some discomfort, but clearly not concordant and no radicular symptoms. No level reproduces her leg pain. Emg documents an l3 and l4 distribution healing radiculopathy pattern, which really does not make a lot of sense with her pain distribution. (B)(6)-2007: the patient presented with MRI results from an earlier date. Impression: MRI reveals disc degeneration at l4-5 with no significant central or neuroforaminal stenosis. Emg revealed not acute radiculopathy or polyneuropathy. There were some reinnervation changes which were non-diagnostic. (B)(6)-2007: the patient underwent a bilateral l5 transforaminal epidural steroid injection due to lumbar degenerative disc disease, spondylosis, and radiculopathy. No patient complications were noted. (B)(6)-2008: the patient presented with more burning and new radicular symptoms in the right leg. The patient notes general weakness as well as muscle aches. The patient has limited range of motion in the lumbar spine. Impression: lumbar disc degeneration at l4-5; lumbar radiculitis; osteoporosis. (B)(6)-2008 : the patient presented with the following preoperative diagnoses: discitis l4-5; inflammatory type with mechanical low back pain and lumbar radiculopathy l4 distribution, l3 distribution on the left; disc gram positive l4-5. The patient underwent the following procedures: lumbar laminectomy for decompression l4 and l5; smith-peterson pars interarticularis osteotomy for access to the l4-5 lateral interspace for interbody fusion; posterior lumbar interbody fusion via t-lif configuration with autologous iliac crest bone graft and rhbmp-2/acs; prosthetic replacement of the l5 disc utilizing a t-lif peek prosthesis; posterolateral fusion l4-5 with autologous iliac crest bone graft and rhbmp-2/acs; segmental instrumentation utilizing dbr polyaxial titianium bone screws and rods; harvest of iliac crest bone graft from separate incision; harvest of fat graft from subcue and placement over thecal sac; all under fluoroscopic guidance. Per the op notes, the rhbmp-2/acs after being reconstituted for 25 minutes was packed into the interspace at the level of l4-5, and the peek prosthesis was also filled with rhbmp-2/acs through the annulotomy and through the osteotomy site on the left side. After placing it snuggly, the posterior half of the interspace was packed with autologous bone graft mixture and the rhbmp-2/acs mixture. No patient complications were noted. (B)(6)-2008: the patient underwent x-rays of the lumbar spine demonstrate all hardware to be in good position without evidence of mo vement or dislodgement. There is good alignment. (B)(6)-2008: the patient underwent CT of the lumbar spine without contrast. Impression: postoperative changes at the l4-5 level. Foci of the new bone formation (superior and inferior end of the prosthesis). Adequate alignment of the prosthesis at the l4-5 level. (B)(6)-2008: the patient underwent x-rays. Findings: fusion appears to be starting to consolidate. (B)(6)-2008 : the patient underwent an MRI of the lumbar spine with and without contrast. Impression: post-operative changes l4-5 level, no herniation, epidural fibrosis on the left, no canal or foraminal stenosis, no arachnoiditis; the remainder of the disc spaces do not demonstrate herniation, no canal stenosis. (B)(6)-2008 : the patient underwent CT of the lumbar spine without contrast due to back pain. Impression: postoperative changes at l4-5 with adequate alignment of the prosthesis. Areas of new bone formation across the prosthesis. (B)(6)-2008: the patient presented with left sided low back pain left of the spine near the sacroiliac joint and the l4-5, l5-s1 lateral facet joints extending into the gluteus medius and minmimus area and then down into the piriformis. (B)(6)-2008: the patient underwent x-rays. They revealed no change when compared to previous films. Overall, there is satisfactory clinical alignment with 2+ distal pulses. (B)(6)-2008: the patient presented for follow up and stated the radicular pain she had before surgery had improved completely. She does report a new pain in the left buttock region with radicular pain down the back of her leg. The patient has reduced range of motion in the lumbar spine. Impression: status post l4-5 tlif; likely piriformis syndrome. (B)(6)-2008 : the patient presented with the following preoperative diagnoses: piriformis syndrome; sciatic neuropathy; history of lumbar surgery; lumbar spondylosis. The patient underwent a left piriformis muscle injection and a left sciatic nerve block. No patient complications were noted. (B)(6)-2008 : the patient presented with severe left buttock and posterior and lateral left leg pain. The patient has reduced range of motion in the lumbar spine. The patient underwent a left trochanteric region injection: 40 mg of depo-medrol 2cc of 1% and marcaine and 2cc of .5% was injected. Impression: status post left piriformis injection and sciatic nerve block on the left; possible piriformis syndrome; left greater trochanteric bursitis. (B)(6)-2008: the patient underwent a fluoroscopically guided left s1 transforaminal epidural steroid injection and a fluoroscopically guided left sciatic nerve block. No patient complications were noted. (B)(6)-2008/(B)(6)-2008/(B)(6)-2008 : the patient presented with burning, throbbing and stiffness in the left lateral leg, which ori ginates in the area of the buttock and left greater trochanteric region. Impression: neuropathic pain; sacroiliitis with some improvement after si injection; piriformis syndrome; trochanteric bursitis. (B)(6)-2009: the patient presented for follow up. Impression: left greater trochanteric bursitis; left gluteal pain; history of lumbar surgery; lumbar radiculopathy previously improved with neurontin. (B)(6)-2009: the patient presented with pain medial to psis region in the area of the sacroiliac joint on the left as well as burning pain that goes down her left lower extremity. Impression: lumbar radiculopathy, question reflex sympathetic dystrophy; sacroilitis; symptoms recently exacerbated with activity. (B)(6)-2009/(B)(6)-2009 : the patient presented with radiating sciatic type pain down the left lower extremity, numbness and tingling in bilateral feet. The patient also has pain in the left greater than right si joint area. Diagnoses: lumbar spine radiculopathy; si joint pain and dysfunction. (B)(6)-2009: the patient presented with pain medial to psis in the region of the sacroiliac joint on the left, pain on the right side, and pain in the dorsum of the foot on the left. Impression: sacroiliitis; lumbar radiculopathy; chronic pain. The patient underwent a left sacroiliac joint injection extracapsular portion: 20 mg of depo-medrol and 4cc of 1% lidocaine. No patient complications were noted. (B)(6)-2009: the patient presented with greater occipital neuralgia and cervical spondylosis. (B)(6)-2009 : the patient presented with pain in the left medial to psis region, as well as paresthesias in the lower extremities, left greater than right. The patient has reduced range of motion in extension and tenderness in the psis region on the left of the lumbar spine. Impression: lumbar radiculopathy; pain medial to psis region, question sacroiliac dysfunction; paresthesias in the lower extremities. (B)(6)-2009/(B)(6)-2009: the patient presented with radicular leg pain, and pain medial to psis region on the left axial lumbar. The patient has decreased range of motion and tenderness in the lumbar area. Impression: post laminectomy syndrome; neuropathy; mononeuritis multiplex; very minimal radicular pain left leg. (B)(6)-2009: the patient presented with pain in the left piriformis region, which radiates down her leg. Impression: lumbar radiculopathy; piriformis syndrome; (B)(6)-2009: the patient underwent a left piriformis sciatic block steroid injection. No complications were noted. (B)(6)-2009: the patient presented with left leg pain that emanates in the buttock region. Lumbar range of motion is reduced in all planes. Impression: lumbar radiculopathy; history of prior lumbar surgery; lumbar spondylosis; (B)(6)-2009: the patient underwent emg and nerve conduction studies in the bilateral lower extremities. Conclusion: there is no neur ophysiologic evidence of a large fiber polyneuropathy; reinnervation changes are present in the left l4/5 myotomes. There are no active denervation changes present. (B)(6)-2009: the patient presented with left hip pain, radiating down the lateral aspect of the leg, and dysesthesias going down her foot. Lumbar range of motion is reduced in all planes. The patient underwent a left trochanteric bursa injection; 10 mg of dep-medrol and 4cc of .5% marcaine. No patient complications were noted. Impression: lumbar radiculopathy; chronic pain; cluneal neuropathy; greater trochanteric bursitis; lumbar spondylosis. (B)(6)-2009: the patient presented with lumbar radiculopathy, lumbar post laminectomy syndrome, lumbar spondylosis, and piriformis syndrome. The patient underwent the following procedures: left octrode spinal cord stimulator lead trial implant; right octrode spinal cord stimulator lead trial implant; intraoperative electronic and programming of stimulator leads. (B)(6)-2009: the patient underwent a left trochanteric bursa injection: .5% marcaine and 10 mg of dep-medrol. No patient complications were noted. Impression: lumbar post laminectomy syndrome; lumbar radiculopathy; trochanteric bursitis. (B)(6)-2009: the patient presented for removal of her dual octrode spinal cord stimulator trial leads. She stated she had greater than 50% relief of her radicular pain. The patient noted that throughout the trial, her bursitis flared up. She reports having some spasm and discomfort superior and lateral to the left sacroiliac joint. Impression: lumbar radiculopathy; chronic pain; cluneal neuropathy; history of greater trochanteric bursitis; lumbar spondylosis; emg with no active denervation changes, however signs of renervation in the left lower extremity. (B)(6)-2009: the patient presented with hip pain bilaterally as well as neuropathic pain down the left leg. Range of motion in the lumbar spine is limited. Impression: greater trochanteric bursitis; lumbar radiculopathy; emg evidence of reinnervation changes. The patient underwent a right greater trochanteric bursa injection, 10 mg of depo-medrol and 4cc of .5% marcaine. No patient complications were noted. (B)(6)-2009: the patient presented with pain in the left gluteal region and buttock area that radiates down the left lateral thigh, left lateral leg to the lateral aspect of the left foot. Impression: lumbar radiculopathy; emg evidence of reinnervation changes. (B)(6)-2009: the patient underwent a left greater trochanteric bursa injection. A total of 20 mg of depo-medrol and 4cc of .5% marcaine were injected at 2 sites in greater trochanteric region after negative aspiration. No patient complications were noted. Impression: lumbar post laminectomy syndrome; lumbar radiculopathy; trochanteric bursitis. (B)(6)-2009: the patient reported having pain she believes stemmed from her sacroiliac joint. It radiates from the left side of her back into the left buttock. Impression: sacroilitis; lumbar radiculopathy. (B)(6)-2009/(B)(6)-2009/(B)(6)-2010: the patient presented with left leg pain mostly posterior radiating down to her foot. Impression: lumbar radiculopathy; chronic pain. (B)(6)-2010: the patient presented for a fluoroscopically guided left s1 selective nerve root block due to lumbar radiculopathy and spondylosis. No patient complications were noted. (B)(6)-2010: the patient presented with pain radiating down her left lower extremity and on to the plantar surface of her foot. She notes she has had this pain since receiving the nerve block one week ago. (B)(6)-2010: the patient presented with pain in the left sacroiliac joint, tenderness to palpation. Impression: probable sacroilitis; lumbar postlaminectomy syndrome; chronic lumbar radicular pain down the left leg; tenderness medial to the psis. (B)(6) 2010: the patient underwent a l5-s3 facet joint nerve block. No patient complications were noted. (B)(6)-2010: the patient underwent a left l5-s3 facet joint nerve ablation due to chronic pain, sacroiliac joint dysfunction,lumbar spondylosis. No patient complications were noted. (B)(6)-2010: the patient presented with myofascial pain and sacroiliac joint dysfunction. The patient underwent a trigger point injection performed medial to psis region in the gluteal muscles. A total of 20 mg of depo-medrol and 4 cc combination of 1% lidocaine and 25% marcaine were injected after negative aspiration using 25g 3.5 inch spinal needle in two separate regions after negative aspiration. The patient tolerated the procedure well. (B)(6)-2010/(B)(6)-2010: the patient presented with significant pain in her left buttock axial back region. Lumbar range of motion is normal. Impression: lumbar post laminectomy syndrome with left leg radicular symptoms; persistent axial low back pain. (B)(6)-2010 : the patient presented with pain over her incision from her lumbar surgery. She notes allodynia with very minimal touch over the incision causing radicular pain down her foot. The patient notes paresthesias along her entire left leg. Straight leg raise causes axial back pain on the left, negative on the right. Lumbar spine range of motion is reduced in all planes. X-rays were taken of the lumbosacral spine and thoracic spine. Findings: scs leads are in perfect position on top of vertebral body midline, staggered, as we implanted them in the lumbosacral spine; hardware is intact; there are no fractures or dislocations; there is a small spondylolisthesis above her fusion. Impression: lumbar failed back surgery syndrome; chronic pain; sacroiliac joint dysfunction with prior asymmetric pulse which is improved with pt. (B)(6)-2010: the patient underwent CT of the lumbar spine without contrast due to lumbar radiculopathy. Impression: catheter in the posterior epidural space across t12-l1 extending superiorly; postoperative changes at the l4-5 level; interval stability of new bone formation at the posterior and left side of the prosthesis, extending into the epidural space at the l4-5 level. The patient has pain in the low back and also pain into the lower extremities, burning paresthesias on the left and some numbness on the right. X-rays demonstrate no changes in overall alignment, she is fused at l4-5. (B)(6)-2010 : the patient presented with results from a myelogram and post myelogram CT scan. Impression: it appears as though the infuse sponge that was passed through the transverse lumbar interbody pathway and placement of the graft has led to significant ossification in the foramina. This appears to be either impinging, displacing or possibly even partially encasing the left l5 nerve root. (B)(6)-2010: the patient submitted specimen for urine analysis. Results: multiple organisms present, each less than 10,000 cfu/ml. These organisms are commonly found in external and internal genitalia, and are considered to be colonizers. (B)(6)-2010: the patient presented with a preoperative diagnosis of left l4 and l5 radiculopathy. The patient underwent the following procedures: removal of hardware; exploration of fusion; lumbar laminectomy l4-5; decompression of left l4 and l5 nerve roots; removal of bony impingement under the guidance of fluoroscopy with emg nerve conduction study monitoring. Per the op notes, the nerve root was peeled off a large impinging structure of bone in the foramina. This was displacing and impinging the left l5 nerve root. This material was a gritty type of combination of what looked like new bone. It was fairly mature with a granular substance, most likely a hydroxyl appetite substitute type of bone in the foramen. It might have been used as a plug in her prior procedure and mixed with the rhbmp-2/acs that created this bony block. (B)(6)-2010: specimen of bone in the spinal canal was analyzed. Diagnosis: demonstrates focally degenerated bone. (B)(6)-2010: the patient presented 2 weeks post op with continued pain in the left side lower extremity. X-rays taken shows the interbody intact, and also shows the bone stimulator battery pack and lead. (B)(6)-2010: the patient presented for follow up with spasms in the low back and left lower extremity symptoms. (B)(6)-2010: the patient presented with left sided sacroiliac joint pain and clicking in this joint when walking. She has muscle spasms associated in the area which radiates across her lower back into her sacrum. The patient also has neurological radiculopathy in bilateral lower extremities not related to si joint. Assessment: left posteriorly rotated innominate contributing to pain with all transfers as well as pain with walking. The patient underwent joint mobilization with muscle energy technique to correct left posteriorly rotated innominate; ultrasound 7 minutes 50% pulsed to left sacroiliac joint, 1.5 watts/square cm; ice 10 minutes to lumbar spine. (B)(6)-2010: the patient underwent x-rays show a stable spine. (B)(6) 2010: the patient presented with pain in the back medial to psis region on the left. Examination found reduced range of motion in the lumbar spine, tenderness, and faber test causes axial back pain on the left. Impression: status post scs implant; exquisite tenderness medial to psis region with neuropathic type pain. (B)(6)-2010/(B)(6)-2010: the patient presented with pain in the left leg beginning in the buttock region, radiating down the leg to the foot in an si distribution. Impression: history of lumbar surgery x 2; lumbar radiculopathy. (B)(6)-2010: the patient presented to the ER due to excessive vomiting and has possibly strained her neck. Assessment: mild strain to thoracic and lumbar spine secondary to repetitive vomiting.

Manufacturer narrative:
(B)(4). Review of radiographic images found as follows: (B)(6) 2010 lumbar CT shows unilateral pedicle screws at l4/5 with stimulator in place. Battery for stimulator is posterior over right hip at about l5. Stimulator now had two percutaneous leads that remain dorsal in all of the cuts in this study (B)(6) 2011 lumbar CT shows pedicle screws and rod at l4/5 have been removed on the left. Spacer is in place and encased in bone. Some heterotopic bone is seen along insertion track of spacer on the left at l4/5. Dorsal column stimulator leads enter bilaterally and remain in optimal dorsal position up to t10. No additional stenosis is noted. On (B)(6) 2011 complete cervical, thoracic and lumbar myelogram. This show no cervical or thoracic pathology of note. Lumbar changes are as noted on other reports with l4 fusion after removal of metal and spinal stimulator unit in place. On (B)(6) 2011 cervical and thoracic spine myelogram CT cervical and thoracic spine axial views with both soft tissue and bony windows are displaced. No significant cord compression or canal narrowing is appreciated. Small left paracentral hnp is noted at t9. This attenuates the ventral subarachnoid space but does not appear to compress the cord. On (B)(6) 2011 post myelogram CT lumbar again shows previous fusions with metal removal and stimulator leads in place. Heterotopic bone along the insertion path is suggested. On (B)(6) 2011 lumbar CT verifies the above findings with solid fusion with spacer at l4, previous instrumentation seen unilaterally on the left at l4 and l5 with pedicle screw scars within the bone now removed. Spinal stimulator lead is seen entering at l1/2 and terminating mid t10. This appears to be intrathecal and a percutaneous lead rather than a surgical lead based upon size. On (B)(6) 2011 lumbar MRI /pelvic MRI again shows all pathology previously alluded to. No new levels of stenosis, fracture or other pathology is verified. Pelvis on lateral views shows minimally dilated loops of bowel and enlarged bladder. Fusion is noted with no other pathology. On (B)(6) 2011 chest x-ray normally appearing chest lung fields. Cardiac silhouette normal possible left mastectomy. Bony architecture normal. On (B)(6) 2011 us lower extremities no comment (B)(6) 2011 cta chest/CT angio of abdomen with runoff no comment (B)(6) 2011 CT lumbar again shows previous laminectomy at l4 with solid interbody fusion with peek device. Previous left sided unilateral pedicle screw fixation has been removed. No residual stenosis is seen. On (B)(6)2011 CT cervical shows upper chest without issues. Lower cervical spine shows no stenosis. No previous surgery has been preformed. This is an incomplete study. On (B)(6) 2011 CT thoracic no new information. Spinal stimulator lead appears intrathecal, terminates at t10. No residual stenosis. No h ematoma or nerve compression is appreciated. Bony anatomy appears normal. On (B)(6) 2011 lumbar MRI sagittal views again show fusion at l4. No additional stenosis is seen. Desiccation of the l2 and l3 discs is noted. Axial views suggest heterotopic bone on the left at l4 along the insertion track of the interbody spacer. On (B)(6) 2011 thoracic MRI scout and axial views are obtained from c2 to the mid lumbar spine. No significant pathology is noted other than that mentioned in the lumbar MRI report of this date. On (B)(6) 2013 MRI lumbar conus sits behind l1. Previous fusion is seen at l4. Inter-pedicular scars suggest left sided unilateral pedicle screw fixation which has been removed. Solid appearing dlif single straight spacer at l4 with solid fusion. Also present is an apparent spinal cord stimulator unit which enters above the previous fusion. It appears to traverse the thecal sac and comes to like on the ventral side of the canal. The study ends before the terminal end is seen. No evidence of other stenosis is seen. Hemangioma is noted in the body of t12. L2 and l1 discs have mild narrowing and desiccation on sagittal views.

Event description:
On (B)(6) 2013, per billing records, the patient underwent an EKG. On (B)(6) 2013, per billing records, the patient underwent a MRI of the brain. In (B)(6) 2014, per billing records, the patient was enrolled in psychiatric in-patient treatments. Medications prescribed during this time included one or more of the following (but not limited to): lithium, tranylcypromine sulfate, fluphenazine, amitriptyline, gabapentin, naproxen, asenapine, and enoxaparin sodium. Within this time period, per the billing records, the patient underwent six EKG¿s. Per billing records the patient underwent electroshock therapy sometime during these stays. On (B)(6) 2014, per billing records, the patient underwent neuropsych and neurobehavioral testing. On (B)(6) 2014, per billing records the patient underwent MRI¿s of the brain, lumbar spine, and the cervical spine. On (B)(6) 2014, per billing records the patient underwent a nerve conductive study. The patient also underwent x-rays of the cervical, thoracic, and lumbar spine as well as the pelvis and hip. On (B)(6) 2014, per billing records the patient underwent a peripheral vascular lab. On (B)(6) 2014, per billing records, it was also noted the patient was enrolled in partial hospitalization - psychiatric daycare. On (B)(6) 2014, per billing records, the patient underwent various labs for the monitoring of amitriptyline and nortripyline. It was also noted the patient was enrolled in partial hospitalization - psychiatric daycare. On (B)(6) 2013, per billing records, the patient underwent an EKG. In (B)(6) 2014, per billing records, the patient was enrolled in psychiatric in-patient treatments. Medications prescribed during this time included one or more of the following (but not limited to): lithium, tranylcypromine sulfate, fluphenazine, amitriptyline, gabapentin, naproxen, asenapine, and enoxaparin sodium. Within this time period, per the billing records, the patient underwent six EKG¿s. Per billing records the patient underwent electroshock therapy sometime during these stays. On (B)(6) 2014, per billing records, the patient underwent neuropsych and neurobehavioral testing. On (B)(6) 2014, per billing records the patient underwent MRI¿s of the brain, lumbar spine, and the cervical spine, and the thoracic spine. Impression: normal brain MRI. Minimal degenerative changes as described above in the cervical and thoracic spine without evidence of significant central canal or foraminal compromise. Postoperative changes at l4-5 level with granulation tissue noted in the left epidural space and lateral recess encasing the descending l4 nerve root. No evidence of significant central canal or foraminal compromise in the lumbar spine. On (B)(6) 2014, per billing records the patient underwent a nerve conductive study. The patient also underwent x-rays of the cervical, thoracic, and lumbar spine as well as the pelvis and hip. Impression: three views of coccyx and sacrum are provided. The exam is limited due to overlying bowel gas. No radiographic evidence of fracture or subluxation. A spinal cord stimulator overlies the right hemipelvis; views of the lumbar spine demonstrate a spinal cord stimulator terminating at the level of t10-t11; post-surgical changes l4-5 and l5-s1; scoliosis of the lumbar spine; a 1.2 cm posterolisthesis of l2 on l3 is evident on extension view compared to 2mm on the neutral and flexion views. Two views of thethoracic spine demonstrate minimal degenerative changes. There is no evidence of fracture or subluxation; 6 views of the cervical spine demonstrate no fracture or subluxation. There is mild narrowing of the intervertebral disc space at c4-5 and c5-6. On (B)(6) 2014, per billing records the patient underwent a peripheral vascular lab. Impression: small gallbladder polyps measuring up to 5mm; unremarkable sonographic appearance of the liver, with patent hepatic vasculature. On (B)(6) 2014, per billing records, it was also noted the patient was enrolled in partial hospitalization - psychiatric daycare. On (B)(6) 2014, per billing records, the patient underwent various labs for the monitoring of amitriptyline and nortripyline. It was also noted the patient was enrolled in partial hospitalization - psychiatric daycare. On (B)(6) 2011: the patient underwent a lumbar sympathetic block under fluoroscopic guidance with epidurogram. On (B)(6) 2011: the patient underwent a caudal epidural steroid injection under fluoroscopic guidance. No patient complications were noted. On (B)(6) 2011: the patient presented with lower back pain and bilateral foot pain. Assessment: chronic pain; low back pain; lumbar radiculitis; muscle spasm; neuropathy; post-laminectomy syndrome. On (B)(6) 2011: the patient presented with back pain, with also left hip and leg pain. Impression: chronic pain; low back pain; lumbar radiculitis; muscle spasm; neuropathy; on (B)(6) 2011: the patient underwent a left sacroiliac joint injection. On (B)(6) 2011: the patient presented stating not receiving any benefit from sacroiliac joint injection. Assessment: bilateral piriformis musculature spasms; left sacroiliac joint dysfunction; post laminectomy syndrome; left lumbar radiculopathy and anxiety; lumbar myofascial pain; coccydynia; possible discogenic pain. On (B)(6) 2011: the patient presented with the following preoperative diagnoses: bilateral piriformis syndrome; sacroiliac dysfunctions; lumbar postlumbar pain syndrome; implantation and revision of intrathecal opioid delivery system; implantation and removal of spinal cord stimulator system; left lumbar radiculopathy and anxiety; problem bladder incontinence. The patient underwent the following procedures: bilateral piriformis injection; contrast injection with fluoroscopic visualization. No patient complications were noted. On (B)(6) 2011: the patient presented with muscle spasm, excessive daytime somnolence, chronic pain, low back pain, lumbar radiculitis, neuropathy. The patient underwent bilateral buttock trigger point injections. On (B)(6) 2011: the patient underwent CT of the lumbar spine. Impression: t11-12, there is a small central disc protrusion without significant narrowing of the spinal canal or neural foramina. Mild facet degenerative changes noted bilaterally; l3-4, there is a mild bulging disc, mild facet degenerative changes and thickened ligament flava, no significant spinal canal or neural foraminal narrowing; l5-s1, mild bulging disc without significant spinal canal or neural foraminal narrowing, mild facet degenerative changes. On (B)(6) 2011: the patient underwent MRI of the lumbar spine and sacrum due to unbearable pain. Findings: sacral fracture. Bone density test confirmed osteoporosis. On (B)(6) 2011: the patient underwent CT of the lumbar spine. Findings: postsurgical changes, no evidence of pathologic enhancement. On (B)(6) 2011/on (B)(6) 2012: the patient presented with back pain, leg pain bilaterally. The patient is having difficulty sleeping. The patient complains of muscle cramps, muscle weakness and stiffness. The patient reports decreased sensation in feet, numbness and tingling. Diagnoses: thoracic or lumbosacral radiculitis; peripheral neuropathy; post laminectomy syndrome, lumbar; chronic pain. On (B)(6) 2012/: the patient presented for pain pump refill. On (B)(6) 2013: the patient underwent MRI. On (B)(6) 2013: the patient underwent CT of the cervical spine. C5-6; minimal narrowing of the left neural foramen due to facet degenerative changes. The spinal canal and neural foramina are patent. The patient also underwent CT of the thoracic spine. Findings: there are large vertebral hemangiomas at multiple levels, including the t3, t5, and t9 vertebrae. There appears to be diffuse osteopenia with accentuated vertical striations throughout the visualized thoracic spine. On (B)(6) 2013: the patient underwent a bilateral duplex ultrasound of the lower extremity veins due to chronic leg pain. Impression: no evidence of deep vein thrombosis in the bilateral lower extremities veins as described. The patient also underwent CT of the abdomen. Impression: patent aorta and bilateral iliac arteries without evidence of aneurysm. Minimal atherosclerotic calcification at aortic bifurcation; patent arterial vasculature of bilateral lower extremities; post-surgical changes of l5 laminectomy and removed spinal fusion hardware at l4-5. On (B)(6) 2013: the patient underwent MRI of the lumbar spine due to lower back pain. Impression: demonstration of enhancing soft tissue density within the left l4-5 neural foramen resulting in moderate left l4-5 neural foraminal narrowing. Soft tissue density within the left l4-5 neural foramen is again seen to be continguous with enhancing soft tissue within the left posterior lateral epidural space at this level. Findings are most compatible with post-surgical changes/scar tissue. No significant disc herniation or significant spinal canal or neural foraminal stenosis within the lumbar spine. On (B)(6) 2013, per billing records, the patient underwent a MRI of the brain. Impression: normal MRI of the brain except for volume loss greater than expected for age. On (B)(6) 2014, per billing records the patient underwent MRI¿s of the brain, lumbar spine, and the cervical spine, and the thoracic spine. Impression: normal brain MRI. Minimal degenerative changes as described above in the cervical and thoracic spine without evidence of significant central canal or foraminal compromise. Postoperative changes at l4-5 level with granulation tissue noted in the left epidural space and lateral recess encasing the descending l4 nerve root. No evidence of significant central canal or foraminal compromise in the lumbar spine. On (B)(6) 2014, per billing records the patient underwent a nerve conductive study. The patient also underwent x-rays of the cervical, thoracic, and lumbar spine as well as the pelvis and hip. Impression: three views of coccyx and sacrum are provided. The exam is limited due to overlying bowel gas. No radiographic evidence of fracture or subluxation. A spinal cord stimulator overlies the right hemipelvis; views of the lumbar spine demonstrate a spinal cord stimulator terminating at the level of t10-t11; post-surgical changes l4-5 and l5-s1; scoliosis of the lumbar spine; a 1.2 cm posterolisthesis of l2 on l3 is evident on extension view compared to 2mm on the neutral and flexion views. Two views of the thoracic spine demonstrate minimal degenerative changes. There is no evidence of fracture or subluxation; 6 views of the cervical spine demonstrate no fracture or subluxation. There is mild narrowing of the intervertebral disc space at c4-5 and c5-6. On (B)(6) 2014: the patient presented for x-rays of the right hip and pelvis. Impression: 2 views of the right hip present. Neural stimulator device overlying the right upper quadrant present. Distal tip is not included on imaging. No definite acute displaced fractures of the right hip identified with limited evaluation of the right acetabulum. The bones are overall demineralized. The visualized bowel gas pattern is nonobstructed and nondilated with moderate feces in the colon present. The patient also underwent x-rays of the sacrum and coccyx. Impression: exam is markedly limited secondary to demineralization of the bony structures. No definite displaced fractures are seen; however an overlying sacral fracture cannot be excluded on the basis of this exam. On (B)(6) 2014, per billing records the patient underwent a peripheral vascular lab. Impression: small gallbladder polyps measuring up to 5mm; unremarkable sonographic appearance of the liver, with patent hepatic vasculature. On (B)(6) 2014, per billing records, it was also noted the patient was enrolled in partial hospitalization - psychiatric daycare. On (B)(6) 2014, per billing records, the patient underwent various labs for the monitoring of amitriptyline and nortripyline. It was also noted the patient was enrolled in partial hospitalization - psychiatric daycare. Per billing records, from (B)(6) 1999 through (B)(6) 2008, the patient presented for multiple visits with the diagnosis of phobic disorders. (B)(6) 2012: the patient presented in ER with increased pain particularly burning pain in the feet and general weakness. The patient had marked sensitivity touching her legs and feet. The patient also reported intermittent changing of the color of her toes to pur ple/bluefish color. Diagnosis: chronic back syndrome and neuropathy, lower extremities.

Event description:
(B)(6) 2000 the patient underwent MRI of lumbar spine. Impression: annular bulging at l4-l5 level partially desiccated disk at l1-l2 level. (B)(6) 2003: the patient presented with back pain. Impression: 1. There is levoscoliosis of the lumbar spine. 2. Desiccation of the disks, mild broad based bulging of the disk at l4-5.there is no focal disk herniation. 3. The rest of the disk intervals are unremarkable for significant bulging or focal disk herniation. (B)(6) 2011 the patient presented with lower back pain radiating to left leg. The patient underwent a left sacroiliac joint injection. Procedures:1. Left sacroiliac joint injection under fluoroscopic visualization.2. Left sacroiliac joint arthrogram.3. Sacroiliac joint x-ray. 4. Left l5, sacral ala, and s1 dorsal primary ramus injection under fluoroscopic visualization.5. Contrast injection under fluoroscopic visualization for needle placement and spread of the medication verification. Preoperative diagnoses: 1. Left sacroiliac joint dysfunction. 2. Postlumbar laminectomy pain syndrome. 3. Implantation and revision of intrathecal opioid delivery system. 4. Implantation and removal of spinal cord stimulator system. 5. Left lumbar radiculopathy and anxiety. (B)(6)-2011 the patient underwent following procedures:1. Intrathecal pump analysis and reprogramming.2. Intrathecal pump refill. Preoperative diagnoses: 1. Chronic low back pain. 2. Lumbar radiculopathies. 3. Post lumbar laminectomy pain syndrome. 4. Intrathecal opioid delivery system with revision. 5. Implantation and removal of the spinal cord stimulator. 6. Anxiety. 7. Possible sacroiliac joint dysfunction. 8. Possible discogenic pain. (B)(6) 2011 the patient presented with low back pain and left lower extremity radiculopathy and status post instrumentation. The patient underwent CT of the lumbar spine. Impression: status post two-level laminectomies from l4 through s1. Status post left facetectomy at l4-l5. Status post removal of hardware on the left at l4-l5. Status post stimulator device implantation. There is no apparent significant canal stenosis. There is postsurgical epidural and paraspinal scarring. (B)(6) 2011: impression: degenerative spondylosis with scoliosis. (B)(6) 2011 the patient presented with a history of radiculopathy and prior low back surgery. The patient underwent CT scan of lumbar spine without intravenous contrast. Impression: mild degenerative lumbar spondylosis, status post decompression. No significant spinal canal or neural foraminal stenosis. Also the patient underwent CT scan of the thoracic spine without intravenous contrast. Impression: mild degenerative spondylosis. No high-grade spinal stenosis. The patient underwent CT scan of the cervical spine without intravenous contrast due to radiculopathy, neck pain, whiplash. Impression: mild degenerative cervical spondylosis. No significant spinal stenosis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found generally poor studies for numerous reasons including patient moving etc. Studies span from (B)(6) 2004 through (B)(6) 2011. A 2004 MRI and CT show no fractures or malalignment. Normal hydration of l4 disc and other discs. Essentially normal study narrative describes l4/5 tlif with nuvasive hardware and bmp. Study of (B)(6) 2010 is a lumbar CT showing left sided pedicle screws and interbody device with good fusion good screw position (unilateral placement only on left). Scan shows only one screw. No stenosis is seen. No signs of complication or any technical problem. No heterotopic bone, no cysts, no osteolysis. MRI of (B)(6) 2011 shows metal removed. Degenerative arthritis has developed throughout spine unrelated to surgery. Fusion remains solid without heterotopic bone or cysts. CT of (B)(6) 1022 shows addition of intrathecal pump in good position without sign of complication. No signs of any malfunction or any inappropriate procedure or adverse events.

Event description:
(B)(6) 2011: the patient had spinal stimulator removed due to a leak of spinal fluid draining into the stomach area. The patient had an intrathecal pump implanted. (B)(6) 2011: the patient underwent a surgical procedure to explore why pump was leaking and to re-attach catheter. (B)(6) 2011: the patient reports falling in the bedroom. (B)(6) 2011: the patient underwent MRI of the lumbar spine and sacrum due to unbearable pain. Findings: sacral fracture. Bone density test confirmed osteoporosis. (B)(6) 2012: the patient presented with back pain and leg pain. She describes a burning sensation. Diagnoses: back pain; lumbar strain; degenerative joint disease; sciatica; spinal stenosis; chronic back pain. (B)(6) 2012: the patient presented with severe pain in her back. Impression: reflex sympathetic dystrophy; osteoporosis in lumbar spine and hip. (B)(6) 2013: the patient presented for evaluation. Office note states the patient was treated with rhbmp-2/acs in 2008 which unfortunately leaked out of the area which was infused and this propagated excessive bone growth encasing the spine. The patient reports pain throughout her body. Impression: complex regional pain syndrome. (B)(6) 2013: the patient presented with pain in the upper thoracic region most prominently over the vertebral elements with pain traveling down the entire spine to the base of the lumbar spine traveling to the left si joint and buttock. Impression: complex regional pain syndrome and failed back syndrome and sciatica. On (B)(6) 2013 the patient presented for a new patient evaluation and ketamine infusion with severe bilateral upper extremity pain and bilateral lower extremity pain. The patient reported having been diagnosed with complex regional pain syndrome (crps) / reflex sympathetic dystrophy (rsd). The patient was bedridden and unable to walk secondary to pain. The patient underwent a ketamine infusion for 3 hours. No patient complications were noted. On (B)(6) 2013 the patient presented with complex regional pain syndrome (crps) and underwent a ketamine infusion for 3 hours. No patient complications were noted. On (B)(6) 2013 the patient presented with severe bilateral upper extremity pain and bilateral lower extremity pain. The patient reported having been diagnosed with complex regional pain syndrome (crps) / reflex sympathetic dystrophy (rsd). The patient also reported having had a spinal cord stimulator and a intra-thecal pump implanted but that it had been not much help. The intrathecal pump had some problems with leakage and disconnection in the past and now only had saline in the pump. The patient was positive for depression, anxiety, and irritability. Diagnosis: lumbar spondylosis, post laminectomy syndrome, rsd lower and upper extremities, and lumbar/thoracic radiculopathy. The patient was to undergo ketamine infusions 3 days in a row for 4 hours each day. On (B)(6) 2013 the patient presented with back pain. Medications: lorazepram, tizanidine, and butrans patch. On (B)(6) 2011, per billing records, the patient presented for an ov and underwent lumbar spine x-rays.